Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the driver rotated inside the implant at placement. The implant was removed and no other implant was placed, the site was grafted with xenograft. Tooth site #5 (universal).

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The concomitant product (implant) was returned and the complaint was confirmed after visual/functional testing. Based on the evaluation, device malfunction for implant has occurred and for driver could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review was completed for the concomitant subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the concomitant subject lot number and no other complaint was identified. However, DHR and complaint history review could not be performed for the unknown lb driver as the item/lot number was unknown. Functional testing was performed using in-house driver and the devices were not able to engage, retain and disengage as normal. Additionally, the reported driver was not returned. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : no item or lot number available.

Event description:
No additional or corrected information to report.